Event description:
While doing a tonsillectomy, a coated ima/ent blade electrode's plastic coating melted/burned away form the tip. There was no known injury to pt but length of case was extended because of having to change bovie tips.